Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to the initial for information inadvertently left out. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the endoscope, there was no delay in the start of the pre-cleaning, it is unknown if the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign matter clogged the nozzle. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function> keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera colonovideoscope, having poor air/water supply. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found. Due to clogging of nozzle water removal ability did not meet the standard value. Nozzle had foreign objects due to wear of angle wire. Bending angle in up direction did not meet the standard value. Adhesives around light guide lens had white-clouded area. Objective lens chipped. Adhesives around objective lens had white-clouded area. Protector of universal cord on scope connector side scratched. Protector of universal cord on control section side scratched. Universal cord wrinkle. Switch 1,2,3, and 4 scratched. Switch 1 worn scope cylinder shaved. Paint on air/water cylinder peeled. Electrical connector corrosion due to water leakage. Due to nozzle clogging amount of water contact did not meet the standard value. Adhesive on angle rubber had white-clouded area. Adhesive on angle rubber chipped. Due to wear of angle wire the play of up/down knob out of the standard value. Distal and cover scratched. And connecting tube scratched. The faulty parts were replaced and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.